Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the recharger screen was blank and will not power on. The patient reported they were almost certain that they were still able to charge the ins even though display was blank. The patient reported stimulation has stopped now because ins has depleted. Connector pin was not bent or loose. No further complication was reported and/or anticipated at this time